Event description:
The manufacturer became aware of a rental dreamstation st30 stating that the patient has sadly passed away. The device did not cause/or contribute to the reported death. There is no allegation that the device has contributed to the death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.